Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: the pump was powered on with returned battery cap. There was multiple errors, alarms and warnings observed in the black box on 07/28/2014. The pump was exercised for 24 hours with no power issues, reboot issues or call service alarms. Unrelated to the complaint, there was evidence of moisture and contamination found on the underside of battery cap contact. The pump case was removed and there was evidence of additional moisture and contamination found inside pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.